Manufacturer narrative:
The act button on the insulin pump didn't response due to flattened button dome switch. The device had cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone, was having issues with the buttons on the insulin pump. Customer has to use finger nails and push in the correct part in order to get the device to work. Act and up arrow buttons are the ones that were getting harder to push. Customer doesn't recall his blood glucose at the time of the incident. Customer stated the buttons on the insulin pump were gradually getting worse. He was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.